Manufacturer narrative:
(B)(4). A visual, functional, and dimensional inspection of the device could not be conducted since the device was not available for evaluation. The complaint sample was not returned to teleflex for investigation. The root cause cannot be determined. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. No further action required.

Event description:
The customer alleges that during a delivery, the pediatrician opened the disposable intubation blade, to find it in pieces. After opening the package, the plastic broke off the base of the blade.